Event description:
Pt desaturated. Rn (registered nurse) switched the pt to fio2 (fractional inspired oxygen) at 100%. Then restarted the ventilator and placed pt back on. Rn noted message on ventilator: o2 valve stuck, closed. Pt bagged and then placed on new ventilator. Biomedical engineering completed technical assessment and could not reproduce problem.